Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to mft report #9616099-2007-02602. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The target lesion was native, restenotic lesion of a previously implanted pro-kinetic bare metal stent located in the proximal left anterior descending (lad). The lesion was non-ostial, type c, with little to no calcification. The reference vessel diameter was 3.0mm and the lesion length was 18mm. Pre-procedure diameter stenosis was 70%. The lesion was not pre-dilated. A 3.0x33mm cypher select plus stent was electively implanted at 22atm. Post dilating was conducted with a 3.0x24mm balloon at 6atm due to insufficient flow. A dissection was noted. A 3.0x23mm cypher select plus stent was then implanted 14atm with satisfactory result. This stent was not post-dilated. Post-procedure diameter stenosis was 10%. Three days post procedure, the pt felt chest pain. Coronary angiography showed thrombosis within the implanted stents. Pt was treated with integrilin and balloon dilatation. The pt had elevated troponin t but normal ck.